Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 25 occurred. Also, it was reported that the customer was unable to push insulin into the cartridge. The customer was able to load a cartridge and resume insulin delivery. The reported event did not impact the customer's blood glucose level.